Manufacturer narrative:
Investigation on-going.

Event description:
During validation testing, customer reported seeing false negative results in the aries sars-cov-2 assay. There is no associated adverse event. The discrepant result occurred during validation testing and there was no adverse event associated. There was no indication of consumable or device malfunction.